Manufacturer narrative:
The investigation for the automated impella controller shutdown has been completed. Console logs from the reported event showed two unexpected shutdowns with the console's software automatically restarting after each shutdown. The first reboot happened after 22 days of pump operation, following a partial reset of the watchdog and a missed acknowledgment by process sau_kbd. The second reboot occurred due to a failed post system (post: system restart not successful). After the system was rebooted, the "unexpected shutdown" alarm was triggered, and the watchdog started again. The pump resumed at the previous p-level. The console was returned for evaluation and the issue could not be reproduced, and no unexpected shutdowns or performance irregularities were observed. Additionally, the console was manually power-cycled 10 times without issue. No power supply interruptions were detected between the power battery manager and the 4-in-1 assembly. The most likely cause of the shutdown was a software issue. The root cause of the intermittent, unexpected controller shutdown was most likely a software issue, due to the failure of two software sub-processes (ig4 and kbd). D.9 device return date/information was added. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-24680 was submitted in accordance with updated procedures.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller keeps shutting off. The complaint is not related to a clinical procedure. There was no report or indication of patient involvement.